Manufacturer narrative:
Since the revision was due to surgical technique, this is the final report.

Event description:
Revision due to dislocation from incorrect stem placement. Surgeon determined that the stem had spun and broken the cement mantle when he reduced the shoulder because the cement had not fully hardened.